Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed one power on reset observed in the black box. Pump powers on with vibratory and audible sounds. There was no damage to the returned battery cap. There was no damage observed to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated during this time. The display screen has a faded pinkish contrast. Removed pump cover and replace screen with test screen. Test screen powers on with normal contrast and no signs of discoloration. Internal moisture was observed on the keypad flex connector. The power compliant was confirmed in the black box but was not duplicated for the investigation. The ok keypad symbol was worn, which has no effect on insulin delivery.

Event description:
The patient contacted aniams on (B)(6) 2013 reporting that the pump stopped working after swimming with the pump. The patient reported that the patient rebooted the pump and the pump came on for a second and shut off again. The patient confirmed that there was no damage to the battery compartment or cap and there was no evidence of moisture in the battery compartment. This report is made based on the allegation of the pump power issue.